Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that their onetouch verio flex meter read inaccurately high compared to how they felt. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged issue occurred on (B)(6) 2021 at 13:15. The patient obtained an alleged inaccurate high blood glucose reading of ¿216 mg/dl¿ with the subject device. The patient believed that his blood sugar level was not this high so did not take any action. After obtaining this result the patient developed the following symptoms: ¿sweaty, weak, eyes blurry and shakes¿. The patient manages their diabetes with oral medication, metformin and glipizide (no dosages for either were given). The patient self-treated these symptoms with a drink to raise their sugar level. The patient did not alter their diabetes management and no hcp assistance was required. During troubleshooting, the reporter was able to confirm that the unit of measure was set correctly on the subject meter but the patient did not have control solution to conduct a performance test. A voucher was sent to the patient for a replacement device. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.